Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h8, h10. Device evaluations results/investigation findings: technician confirmed this unit was giving low bleach and enzyme alarms after every cycle. He replaced the flow sensor and verified proper functioning. Root cause: the flow sensor records whether or not bleach and enzyme are being dispensed correctly during cleaning cycles. A flow sensor malfunction can occur before, during, or after regular cart usage; the circuit board on the flow sensor can become overcharged or fail by other means, and cause electrical malfunction, causing incorrect chemical flow readings. This error can also cause the unit to erroneously read and report that the bleach and enzyme containers are empty. Due to a range of external (non-design / non-manufacturing related) variables potentially impacting the component, identifying definitive causes for each flow sensor failure is generally not possible.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that both sides of the evacs clorox and enzyme lines were giving false low fluid alarms even when new bottles were used several times during cleaning. No adverse events were reported as a result of this malfunction.